Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6) male patient weighing approximately (B)(6). During the procedure, the guide catheter did not retract as the pull wire was retracted for stent deployment. The guide catheter detached from the delivery system and remained in the deployed stent. The stent along with the guide catheter were removed with forceps. The procedure was successfully completed with another company's device and no reported patient complications. The patient was reported to be in fine after the procedure.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. (B)(4). The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical rending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.